Event description:
Additional information received from a healthcare professional reported that it was unknown if the system was effected. When the device was interrogated it had not shown any abnormality. The patient had missed 2 appointments but had stopped by one day and was able to have the deep brain stimulator interrogated however, the patient was not assessed in depth. The deep brain stimulation had been working fine.

Event description:
It was reported that the patient wanted to check if the implant was working because he was really shaking. The right arm was not calm and the veins in the arm were real jumpy. The patient made a mistake and went through an airport security body scanner and the therapy did not seem right ever since then. It was noted that the tremble was severe. The left hand was shaking quite severely as well but they didn¿t work on the brain for the left side. Fingers were jumping and veins were jumping. The patient did not use the patient programmer to check therapy; it was done at the health care professional¿s office. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).